Manufacturer narrative:
The date received by manufacturer (g3) was incorrect in the initial report. G3 has been corrected in this report.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. This MDR submission is a late submission. A nc has been issued.

Event description:
Patient reports the right front tooth is feeling loose and sensitive but improved. The two front teeth are not parallel with the other teeth. Byte cst (clinical team support) review found that mobility was wnl (within normal limits), tipping was confirmed on 10/18/2024 and recommended a 14 day rest with no upper aligner then on 11/01/2024 recommended an additional 7 days rest for the upper teeth due to tipping on tooth #8.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.